Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) could not be reviewed, as the device serial number was not provided. IFU review unable to be performed as no details regarding a failure mode of the device were provided. Attempts have been made to obtain missing information; however, to date, no response has been received. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards magna aortic valve, implant in the pulmonary position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tpvr procedure was performed with a 9600tfx26a transcatheter valve.